Event description:
It was reported that the device repeatedly says overpressure and cassette defective. There was unknown patient involvement reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported problem confirmed. The device alarms cassette not attached properly. The downstream occlusion (dso) sensor will be replaced/calibrated.